Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We are returning the vidacare arrow ez-io driver s/n: (B)(4) for a complaint. According to the IFU, the device indicates a low battery by a red led light. This is not the case with this unit. In fact, it has significantly less power than other units. Our general question is: is it possible that the units lose power without indicating this defect? If so, how can I recognize this in order to replace the medical device in time? How is it in this specific case? Is the unit still under warranty? Is it a defect, or is the battery simply too weak? Additional information indicates that the ez-io could not be inserted with the driver therefore a back-up driver was used to complete the procedure. The report indicates the patient's current condition is listed as unconscious, the delayed insertion had no impact on the patient's condition, and there was no harm.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a1900621 was manufactured on 01/18/2019 a total of (B)(4) pieces. Lot was released on 02/12/2019. DHR investigation did not show issues related to complaint. From the pictures was unable to be confirmed failure mode reported as "broken parts - clip - info not provided". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production p/n 544243 hemolok l clips 3/cart 42/box lot # 73e2100428, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "broken parts - clip - info not provided" was unable to be confirmed with the pictures attached, a corrective action is not required at this time , it could not be determined why the sample is not available.

Event description:
We are returning the vidacare arrow ez-io driver s/n: (B)(6) for a complaint. According to the IFU, the device indicates a low battery by a red led light. This is not the case with this unit. In fact, it has significantly less power than other units. Our general question is: is it possible that the units lose power without indicating this defect? If so, how can I recognize this in order to replace the medical device in time? How is it in this specific case? Is the unit still under warranty? Is it a defect, or is the battery simply too weak? Additional information indicates that the ez-io could not be inserted with the driver therefore a back-up driver was used to complete the procedure. The report indicates the patient's current condition is listed as unconscious, the delayed insertion had no impact on the patient's condition, and there was no harm.